Manufacturer narrative:
The case states that facility staff members experienced chemical exposure symptoms after a spill of rapicide pa part a which sent one staff member to the ER and one to the employee health center. It was suspected the bottle/packaging was damaged during transit. Medivators corp environmental health & safety manager spoke with the facility about the exposure and related ppe inquiries and precautions. It was reported that an employee walked into the room with the aer and was overcome by the vapors and turned white. Employee was sent to and treated at ER. A nurse in another room with pre-existing respiratory issues was also affected by the vapors. She also received medical attention and required lost time from work. Site fire and safety representative was dispatched for cleanup. The room is a negative airflow room, so door remained closed. With the door closed, the room was hot and not well vented. After investigation, it was determined that the medivators unit was not hooked up to the ventilation system as required. The unit was then hooked up to the ventilation ductwork and exhausted out. The risk manager determined proper ppe of a half face organic respirator would be required for staff every time they change out the chemistries. Current status of affected personnel is unknown.

Event description:
The case states that facility staff members experienced chemical exposure symptoms after a leak of rapicide pa part a which sent one staff member to the ER and one to the employee health center.